Event description:
It was reported that the customer's insulin pump alarmed during prime. The piston continued to move forward after made contact with the reservoir, and insulin squirted out. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked case at the display window corners, reservoir tube and battery tube threads, scratched screen, and broken reservoir tube lip.